Event description:
It was reported that the insulin gauge on a pump displayed an amount different than expected on a previous day, becoming static at 70 units until the amount fell below this level. There was no adverse impact to the customer's blood glucose level. Despite the ongoing issue, the customer continued using the same cartridge, and once the insulin level dropped below 70 units, the display adjusted correctly. No further action was required, and technical support closed the case.